Manufacturer narrative:
(B)(4) = jaws. The analysis results found that the er320 instrument was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width and they were found to be yielded. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed and dropped thirteen clips. Finally, it locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy, the clip fell off before it was formed. No clips fell into the patient. It was unknown which firing of the device this event occurred on. The clip was fed into the jaws properly before the event. There was no unexpected resistance in grasping the trigger. There was no unexpected noise. There was no torquing or twisting of the device present. The device did not clamp something hard such as an existing clip. The device was fired out of the patient after the event. Another device was used to complete the case. There were no adverse consequences to the patient.